Event description:
An aneurx stent graft systems was implanted in a patient for endovascular treatment of an abdominal aortic aneurysm approximately 44 months ago. Aneurysm morphology from the time of implant is unknown. It was reported that the patient had an angiography performed that showed that the stent graft had migrated 15-18 mm, potentially due to a conical shaped aortic neck. There was no endoleak present; therefore, no intervention was performed. Additionally, a type ii endoleak was discovered. The patient is doing well and will be monitored by the physician. A procedure is scheduled at a later unknown date to coil the ima for the type ii endoleak. No additional clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (stent migration, type 2 endoleak), patient's condition affected effectiveness of device (conically shaped aortic neck). Evaluation conclusion: device failure/lack of effectiveness related to patient condition (conically shaped aortic neck).